Manufacturer narrative:
Complaint no: (B)(4). On an unknown date, the patient experienced a hernia. The telephone number for the contact was reported as: (B)(6). The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the patient experienced a hernia coincident with automated peritoneal dialysis therapy. It was not reported if the hernia occurred after beginning automated peritoneal dialysis therapy or prior to initiating automated peritoneal dialysis therapy. The cause of the hernia was not reported. It was not reported if the hernia worsened with peritoneal dialysis therapy. Approximately ten days prior to the receipt of this report, the patient underwent a hernia repair surgical procedure. On an unreported date during surgery time, peritoneal dialysis therapies were stopped and would be resumed on the same date this report was received. It was not reported if the patient was recovered or was recovering from the hernia. No additional information is available.

Manufacturer narrative:
(B)(4). At the time of this report, the patient had fully recovered and on an unknown date automated peritoneal dialysis therapy was resumed. Should additional relevant information become available, a supplemental report will be submitted.